Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation (image 1-2). Visual inspection of the as returned product identified signs of use, dried bone and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number (63463074). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63463074) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone loss) or device (tsvtwb11). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report, d4: expiration date and UDI, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change 'no' to 'yes', h4: device manufacture date, h6: evaluation codes, and h10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided, weight unknown / not provided. Additional PMA/ 510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to bone loss. Tooth location 30.